Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that statlock was used at the patient home. The rotary clamp was broken an the 14th day of use. Of the three returned, one was glued together and used by the patient himself.

Manufacturer narrative:
The reported event was confirmed. The root cause was found to be user related. Visual evaluation noted that 3 statlock devices were received. Visual inspection noted that 2 clamps were disconnected from the pad. As the user reported that the statlock was used and broke after 14 days of use, this does not meet the use requirements stated on the instructions for use. The root cause was determined to be user did not change the pad at least every 7 days. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the statlock® device should be assessed daily and changed when clinically indicated, at least every seven days." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that statlock was used at the patient home. The rotary clamp was broken on the 14th day of use. Of the three returned, one was glued together and used by the patient himself.